Manufacturer narrative:
Additional information received indicates the basket was inserted into the patient and was never able to open. It was removed in the closed position. Evaluation of the returned device confirmed the basket would not open due to the handle cannula being detached from the pinch vise. The drive wire was found to be kinked, and the sheath was found to be kinked and buckled. Most likely, due to some aspect of the procedure, the tensile forces applied to the drive wire exceeded the device design limits. Additionally, the outer sheath was most likely put in a position that would not allow the drive wire to move freely. Therefore, the most probable root cause for this complaint is operational/physiological context. It is also noted that a retrieval basket failing to open prior to stone retrieval is not a medwatch reportable event.

Event description:
On (B)(6), 2011, it was reported to boston scientific corporation that a gemini stone retrieval paired wire / helical basket was used during a kidney stone removal procedure on (B)(6), 2011. According to the complainant, while preparing for the case, the device worked fine; however, the physician was unable to open the basket during the procedure. It is unconfirmed if the event happened prior to stone retrieval. There were no complications and the patient's condition was reported as stable.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
On (B)(6), 2011, it was reported to boston scientific corporation that a gemini stone retrieval paired wire / helical basket was used during a kidney stone removal procedure on (B)(6), 2011. According to the complainant, while preparing for the case, the device worked fine; however, the physician was unable to open the basket during the procedure. It is unconfirmed if the event happened prior to stone retrieval. There were no complications and the patient's condition was reported as stable.